Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. The ipg was explanted and replaced. It was also noted upon internal review that the ipg was implanted after the use by date. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product: 2 x product ID 5076 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).